Manufacturer narrative:
Problem code captures the reportable investigation finding of balloon pinhole. A visual examination of the returned complaint device did not show visual defects. A functional examination was performed; the balloon was inflated and a leak was found due to a pinhole located in the ro marker near the proximal bond of the balloon. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which could have affected its performance and its intended purpose. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct stricture during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.